Event description:
It was reported that "dr (B) (6) was starting her case and when she started her manipulation the handle broke. She was able to finish the case but had to slide her hand up onto the shaft of the vcare and finish the case. There was no delay in the case and the pt was unharmed."

Manufacturer narrative:
When I receive the investigation report, I will file a supplemental report.